Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited a rise in capture threshold and a high impedance. The lead was programmed to unipolar pacing and an x-ray was performed, which was inconclusive. The patient would continue to be monitored.